Event description:
The customer reported that cleaning was performed without the water-resistant cap attached during reprocessing of an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.